Event description:
Although this pt made early progress with the device, the progress declined and the pt showed aversion to the device at very low current levels. Using appropriate diagnostic equipment, it was determined that the device is not functioning according to MFR's specs. Explantation/reimplantation surgery is scheduled for 2002. The healthcare professional has been informed that the explanted device should be returned to cochlear ltd.